Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation was due to a rupture. Device evaluation: visual analysis of the returned device identified: one extended opening, brown particles material was found on the shell and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening crease sharp / smooth and wear abrasion. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture. This record is for the left side. The device has been explanted.